Event description:
The name of the product is in big blue letters which would be interpreted as not being made of latex. However, further down the label, in less than 1/8 inch print, it reads that name is trademark for a chemically bonded coating of medical grade silicone elastomer used on the drainage lumen and entire outer surface of a latex catheter. The rptr feels that the name of the product is deceptive.